Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "port access needle tubing broke and caused a chemo leak. The tubing began to disconnect which is visible in the pictures. This has happened twice in one week. This has occurred on longer term infusions such as a 5 day at home pump." Add info received on 06/03/2022: it has only happened with this one patient the two times. This report addresses the first needle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. He following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break in the infusion set tubing was confirmed but the cause is unknown. Three photographs of damaged infusion sets were returned for evaluation. It is believed that the photos may contain two different devices as the complainant stated that they had two failures. One of the devices had a white auxiliary device attached to the luer adaptor while the other device had a needleless injection cap attached to the luer adaptor. A semi-circumferential split was seen in the tubing on both infusion sets, directly distal of the luer adaptor. Microscopic observation and tactile evaluation could not be conducted without the physical samples. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. Possible contributing factors could include tensile (pulling) damage, material fatigue, or damage from a sharp instrument.

Event description:
It was reported "port access needle tubing broke and caused a chemo leak. The tubing began to disconnect which is visible in the pictures. This has happened twice in one week. This has occurred on longer term infusions such as a 5 day at home pump." Add info received on 06/03/2022: ¿it has only happened with this one patient the two times. This report addresses the first needle.